Event description:
There was one endeavor sprint rapid exchange (rx) drug eluting stent implanted in the 1st diagonal during index procedure. It is reported that the patient suffered a cva/stroke event approximately 2 months post index procedure. Cec adjudicated this cva event as a stroke. Investigator has indicated that the event was not related to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (cva/stroke).